Manufacturer narrative:
(B)(4). Device is combination product. (B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. The tip was visually and microscopically examined and no issues were noted with its profile that could have contributed to the complaint incident. A visual and microscopic examination found no issue with the profile of the stent. The profile of the balloon cone and wings were reviewed and no issues were noted with their profile that could have contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. During the product analysis a longitudinal tear was identified in the shaft polymer extrusion. The tear was 19mm in length and extended distally from the guidewire access port. This type of damage is consistent with the delivery system encountering a sharp object. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 30-sep-2015. It was reported that balloon inflation failed and shaft leak occurred. The target lesion was located in the right coronary artery. A 2.75x20mm promus premier drug-eluting stent was selected to treat the lesion. However, the balloon would not inflate. The device was removed and the procedure was completed with another 2.75x20mm promus premier stent. Following completion of procedure, the physician tried to inflate the 2.75x20mm promus premier drug-eluting stent and it was noted that there was a leak on the delivery shaft. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed shaft polymer extrusion rupture.